Event description:
It was reported that the surgeon inserted a 18.0 diopter aq2010v silicone three piece lens and the lens was torn during insertion. The lens was removed and replaced with the same type of lens without any pt injury. The reporter stated the incident was caused by the injector.